Event description:
Foreign regulatory authority reported 14 months after injection to the cheeks for the treatment of marionette lines with radiesse pt was injected to "the same area for the treatment of marionette lines" with juvederm voluma. Fifteen days later, pt developed large "granuloma inflammatory" ("clinical diagnosis from physician"). Pt was treated with solupred (prednisolone) for 7 days with no improvement. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI) # na. Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of inflammatory granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.